Event description:
It was reported that during the procedure in the proximal left anterior descending artery across the diagonal branch, the rx promus stent was deployed successfully after pre-dilatation. Post dilatation was performed with 0% residual stenosis. Intravascular ultrasound (ivus) revealed that the stent was malapposed proximally. Additional dilatation was performed using a non-abbott balloon resulting in timi 1 flow in the diagonal artery. Additional dilatation was performed and nitro was given to resolve the event. There were no clinical symptoms and the patient was discharged one day post procedure with adjunctive antiplatelet therapy prescribed. There was no reported adverse patient sequela. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information reports that after post dilatation of the stent in the left anterior descending (lad), results were excellent; however, the 1st diagonal was jailed. On (B)(6) 2010, 412 days post index procedure, the patient developed intermittent chest pain while at the doctor's office and was subsequently hospitalized for further evaluation. On (B)(6) 2010, coronary angiography revealed the lad had mild ostial narrowing followed by a stent extending into the mid segment with no in-stent restenosis, mild ostial narrowing of the 3rd diagonal, and mid lad with 60-70 percent stenosis. The left circumflex artery (lcx) had mild ostial narrowing of the obtuse marginal (om2) and 25 percent of the atrioventricular lcx. The right coronary artery (rca) had diffuse 30-35 percent stenosis proximally; 50-65 percent stenosis mid rca; 25 percent stenosis distal rca. Left ventricular ejection fraction (lvef) was 55 percent. Ivus was performed revealing a widely patent stent proximally with good apposition and expansion with 77 percent stenosis just beyond the stent and mild narrowing in the mid segment. The area was treated with placement of a promus stent overlapping the distal margin of the previously placed stent in the lad. Post procedure ivus revealed good apposition and expansion of the newly placed stent. The subject was discharged on (B)(6) 2010 with aspirin and clopidogrel prescribed. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned for evaluation. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. In this case, the stent delivery system (sds) was not returned for analysis which may have assisted the evaluation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. Although a conclusive cause for the reported patient effect of occlusion and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. In this case, the occlusion was treated with additional dilatation and nitro was given to resolve the event. (B)(4).

Manufacturer narrative:
(B)(4). Angina and restenosis are listed in the products instructions for use as adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, labeling or design.